Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the crosser cto recanalization catheter products that are cleared in the us. The 510 k number and pro code for the crosser cto recanalization catheter products are identified . Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Visual/microscopic inspection: no kinks noted to catheter. No anomalies noted to transducer or saline hub. Pin hole was present in the outer catheter 9.2cm from strain relief. A tear was noted on the outer catheter 0.5 cm from distal tip. The marker band and distal tip were intact. Functional/performance evaluation: guidewire patency testing could not be performed due to the poor sample condition (i.e. Material puncture and torn material). When cutting the outer catheter to inspect for twisting the guidewire lumen was accidently cut as well, preventing evaluation of the lumen. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: one photo was provided and reviewed. The photo shows one crosser 14s coiled. There is white tape and clear plastic wrapped around the handle. Based on the photo no anomalies are able to be seen. Per medicon's visual inspection the distal side of the catheter is kinked. The kink is not able to be confirmed from the photo. Conclusion: the device was returned. The investigation is unconfirmed for material separation as the catheter was fully intact to the distal tip. The investigation is confirmed for torn material as the outer catheter has both a tear and a pin hole. Based on the photo no anomalies are able to be seen. Per medicon's visual inspection the distal side of the catheter is kinked. The kink is not able to be confirmed from the photo. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings and precautions: when using the crosser® catheter in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser® catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. Do not exceed 5 minutes of activation time as crosser catheter malfunction may occur. If 5 minutes of activation time is achieved exchange for a second crosser catheter before resetting the crosser generator adverse events: as with most percutaneous interventions, potential adverse effects include: bleeding which may require transfusion or surgical intervention, hematoma, perforation, dissection, guidewire entrapment and/or fracture, hypertension/hypotension, infection or fever, allergic reaction, pseudoaneurysm or fistula aneurysm, acute reclosure, thrombosis, ischemic events, distal embolization, excessive contrast load resulting in renal insufficiency or failure, excessive exposure to radiation, stroke/cva, restenosis, repeat catheterization / angioplasty, peripheral artery bypass, amputation, death or other bleeding complications at access site. Set up: back the rigid portion of the catheter out of the end of the hoop, then carefully unsnap the catheter from the hoop with a gentle twisting motion. Set the irrigation system to 0.3ml/sec (18ml/min) and switch irrigation system "on". Allow irrigation to flow for approximately 10-15 seconds to purge all air from the crosser catheter irrigation lumen. Interventional use: advance the guidewire and crosser catheter 14p, 14s, or 18 to the lesion site. Withdraw the guidewire approximately 1cm within the catheter so that the tip of the crosser catheter is the leading edge. Slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14s catheter.

Event description:
It was reported during preparation, the health care provider allegedly identified a gap between the tip and recanalization catheter. There was no patient contact.

Manufacturer narrative:
As a result of a retrospective review of events that occurred in (B)(6) and in accordance with 21 c.f.r. Part 803, this event was assessed and determined to be MDR reportable. No medical records or no medical images have been made available to the manufacturer, however a photo was provided. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during preparation, the health care provider allegedly identified a gap between the tip and recanalization catheter. There was no patient contact.